Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) and extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date, the patient received remedial treatment with a reflin (1 gm, once daily ip), fortum (1 gm, once daily ip) and heparin (0.5 ml, ip three times a day for 14 days). The patient was recovering from the peritonitis. It was not reported whether remedial treatment with reflin, fortum and heparin was ongoing. Action taken with dianeal pd2 ultrabag and extraneal viaflex therapies was not reported. The reporter did not provide an assessment of causality for the event of peritonitis.